Event description:
A customer reported a complaint of imprecise sequential readings on their precision pcx blood glucose meter. The customer obtained 2 readings on a pt of 467 mg/dl. These were compared to a laboratory value of 41 mg/dl within a 10 min timeframe. The results when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.